Event description:
A tps handpiece cord was sent for service and it generated a warning bias current error during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The quality investigation is in progress; additional info will be submitted once the quality investigation is completed.